Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02832. It was reported that following an ipg replacement surgery (related manufacturer reference number 1627487-2021-18626) on (B)(6) 2021, the patient experienced ineffective stimulation. Later, surgical intervention occurred wherein it was discovered the lead extensions had high impedances. As a result, the extensions were exchanged to address the issue.